Manufacturer narrative:
Final analysis found burn marks to the ac power adapter which contributed to the field complaint of power up anomaly.

Event description:
It was reported that after a power outage, the transmitter was unable to be powered up. The power prongs were found to be charred. The transmitter was replaced.